Event description:
The device result was 318mg/dl and a repeat result was 181mg/dl in 2006. Another result obtained in april, 2006 was 576mg/dl compared to a repeat result of 122mg/dl. The device was replaced and requested to be returned for evaluation.